Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed worn rotor and bearings. The drill was repaired and returned to the customer.

Event description:
It was reported that the drill over-heated during craniotomy. There was a slight delay as a back-up drill was used to complete the procedure. There was no adverse consequences alleged with this event.